Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials. Technical services discussed increasing the gain to prevent any additional inappropriate shocks. Multiple inappropriate shocks are considered a device malfunction. No adverse events.